Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 180-181 mg/dl.

Manufacturer narrative:
Device not returned.